Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was force sensor bridge test error in the event history log. This error was reproduced during functional testing. The product problem occurred because the force sensor was out of specification for the calibration. This was the result of normal wear/calibration drift. The pump was over seven years old. No functional fault was found with the device or its components. The pump was recalibrated and this cleared up the problem.

Event description:
It was reported that the medfusion pump failed the force sensor bridge test. No patient injury or complications were reported in relation to this event.